Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, after the insertion of the lag screw, surgeon tried to apply the plate. The plate would not go over the lag screw. Surgeon removed the screw and checked with the existing plate and an additional plate, where they found the lag screw was too big in both cases. Surgeon selected another lag screw and completed the procedure. Reportably, there was no harm to the patient.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The dimensions were checked and were found to be in compliance. Investigation has shown the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded just enough that it is not possible to pass the plate over it. No product fault could be detected.